Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device noted proximal stent damage. One strut at the proximal edge was raised and misaligned. Kinks were noted along the entire length of the hypotube. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, stent damage was noted. The 75% stenosed lesion was located in the moderately tortuous mid right coronary artery. A 3.50x24mm promus element stent delivery system was selected for use when it was noticed that the stent was damaged. The device was replaced and the procedure was completed with another 3.50x24mm promus element stent delivery system. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, stent damage was noted. The 75% stenosed lesion was located in the moderately tortuous mid right coronary artery. A 3.50x24mm promus element stent delivery system was selected for use when it was noticed that the stent was damaged. The device was replaced and the procedure was completed with another 3.50x24mm promus element stent delivery system. No patient complications were reported and the patient's status was good.